Manufacturer narrative:
H6 (removed code 1503, added code 1559) d10 during a follow-up on (B)(6) 2020: it was reported that the pump screen will turn off after trying to interact with it multiple times. Troubleshooting was performed and the pump was found to be unresponsive. With the inclusion of the additional information received, customer did not experience an unexpected shutdown but rather, a touchscreen issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.